Manufacturer narrative:
(B)(4). Method: the complaint mr290 autofeed humidification chamber was received at fisher & paykel healthcare (B)(4) for evaluation and was visually inspected for the reported damage. Results: visual inspection revealed that the complaint chamber was cracked below one of the ports and the bracket, stretching along the base. The printing on the chamber dome was smeared in the vicinity of the crack. A lot check revealed no other complaints for lot 130723. Conclusion: the nature of the cracking and the smeared print on the chamber dome indicates that the damage was caused by environmental stress cracking due to the chamber dome coming into contact with a solution containing ethanol. The mr290 autofeed humidification chamber is a single use device, manufactured in a clean working environment and does not require any cleaning. To this end our user instructions state: "do not soak, wash, sterilise or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. This suggests that the cracking occurred after the product was released for distribution. The user instructions which accompany the mr290 chamber state the following: set appropriate ventilator alarms. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. (B)(4).

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that an mr290 autofeed humidification chamber was leaking between the chamber dome and the base plate. This occurred before patient use.